Event description:
It was reported that the patient experienced a blood glucose of 29 mg/dl while using the ilet system and was treated in the emergency setting; additional context indicated changes in caregiving support, and the healthcare provider indicated a desire to continue ilet given prior time-in-range results. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention requiring medication and were considered a serious injury/illness with hospitalization. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.